Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summry: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the atrial lead dislodged twice and had small p-waves. Another lead was implanted. No patient complications have been reported as a result of this event.